Event description:
It was reported by the prestataire that the patient¿s blood glucose levels rose to 290 mg/dl while wearing the pod. It was reported that the patient was unsure that the cannula was properly seated in the infusion site. No further information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.